Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full delivery system was returned with the device intact in the device cup. There were no anomalies found with the distal edge of the device cup this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: yes, return date: 21-oct-2024 h3:yes dev rtn to MFR? Yes eval summ attached? Yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the patient death occurred when the the patch repair surgically placed after the micra delivery system performed didn¿t hold together the ¿emacerated tissue¿ according to the cardiothoracic surgeon. The chest tube quickly filled with large volumes of blood and the patient had cardiopulmonary resuscitation and was declared dead after being coded.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. It was noted during implant of the leadless implantable pulse generator (ipg) system one day prior, during second placement attempt of the device a contrast infection was done and the device slid. Contrast staining was evident from fluoroscopy. Echocardiogram confirmed a cardiac perforation, cardiac tamponade and pericardial effusion. A pericardiocentesis was performed and 1200mls was drained. A window and partial sternotomy was performed to repair the rv apical perforation. The leadless ipg system was removed and after surgical repair, a single epicardial lead and single chamber device was placed. The patient was transferred to intensive care unit (ICU) on pressure medications, a ventilator and chest tube. G. The following day patient destabilized and was noted to be bleeding internally. They opened the patient's chest to try stop bleeding. Patient could not be stabilised and passed away.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4:<(><<)> model #: mc2vr01 / serial#: (B)(6); d9: <(><<)>yes, return date: 2024-10-21 h3:<(><<)>no, device evaluation anticipated, but not yet begun> dev rtn to MFR? <(><<)>yes> <(><<)>no> eval summ attached? <(><<)>yes> <(><<)> no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away. It was noted during implant of the leadless implantable pulse generator (ipg) system one day prior, during second placement attempt of the device a contrast injection was done and the device slid. Contrast staining was evident from fluoroscopy. Echocardiogram confirmed a cardiac perforation, cardiac tamponade and pericardial effusion. A pericardiocentesis was performed and 1200mls was drained. A window and partial sternotomy was performed to repair the rv apical perforation. The leadless ipg system was removed and after surgical repair, a single epicardial lead and single chamber device was placed. The patient was transferred to intensive care unit (ICU) on pressure medications, a ventilator and chest tube. The following day patient destabilised and was noted to be bleeding internally. They opened the patient's chest to try stop bleeding. Patient could not be stabilised and passed away. It was further noted that the patient death occurred when the patch repair surgically placed after the micra delivery system performed didn¿t hold together the ¿emacerated tissue¿ according to the cardiothoracic surgeon. The chest tube quickly filled with large volumes of blood and the patient had cardiopulmonary resuscitation and was declared dead after being coded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the patient¿s death occurred because the surgically placed patch repair, following the micra delivery system procedure, failed to hold the 'macerated tissue,' as reported by the cardiothoracic surgeon. This led to the chest tube rapidly filling with large volumes of blood. Despite efforts at cardiopulmonary resuscitation, the patient was coded and subsequently pronounced dead.